Event description:
A protege rx stent was being used to treat the right transverse venous sinus. No damage noted to packaging (i.e. Shelf carton, hoop/tray). No issues noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues identified. No embolic protection used. No abnormalities reported in relation to anatomy. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. No excessive force used. It is reported that the device failed to cross/position and a device or component was detached, cracked, fractured or damaged during advancement through guide catheter. The detached portion of device does not remain in patient, it was removed on the device. The procedure was completed by implanting a 8 x 40 everflex entrust stent. No medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. No patient symptoms, complications or injury associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the thumbscrew/locking pin was checked for security before the procedure and the thumbscrew/locking pin was removed before attempting to use. Moderate resistance was observed during advancement. There was no component detachment/release inside or outside the patient. The device fail to cross, the stent was removed safely from the patient and no stent struts were exposed or visible when removed. No intervention was required to remove the delivery device/system. There was no damage to the vessel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.